Manufacturer narrative:
No complaint fiber was received within the timeframe of investigation. It can be confirmed holmium laser fibers are subject to 100% inspection for both visual and power testing performance defects prior to release for distribution. No process deviations were identified upon review of the complaint production lot records. The root cause of this complaint was not confirmed but with the information available it is likely it may be related to the state of the customer laser, such as alignment.

Event description:
A notification was received regarding a holmium fiber unit which was reported to have broken at the connector during use. No patient harm or impact was reported.

Event description:
A notification was received, regarding a holmium fiber unit. Which was reported, to have broken at the connector during use. No patient harm or impact was reported.

Manufacturer narrative:
Laser fiber identified by this complaint was received for evaluation. The evaluation of the fiber revealed, that the fiber connector was catastrophically damaged, rendering the fiber incapable of power testing or performance. No manufacturing defects or deviations in production material or process were identified. It is acknowledged, that the likely cause of the damage to the fiber was errant laser energy, during usage or the state of the customer laser device. It is recognized all dornier laser fibers are power tested to confirm, performance function prior to being released for distribution.